Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guiding catheter, 1 mitraclip implanted. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The reported clip jumping could not be confirmed via returned device testing. The actuator coupler was observed to have a bend from the distal end of the coupler. The actuator mandrel was removed and observed to have a bend from the distal end of the coupler. The clip was installed on a proxy short catheter to simulate actuation of the clip and the clip opened to invert smoothly. In this case, although the reported events could not be confirmed, the discrepancy between what was reported and what was observed (no clip actuation difficulties or jumpiness observed) was likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis and internal damage to the actuator assembly. More tension (e.g. Due to the anatomy, curves on the device, etc.) And/or internal damage (such as bends) may result in clip actuation issues. Potential causes for difficulty opening the clip/jumpiness can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. A review of the device history record revealed no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history did not indicate a similar issue. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in opening the clip/jumpiness may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. Since the analysis confirmed that the clip was able to open smoothly and did not exhibit jumping during functional testing, the most probable cause for the reported clip jumpiness was likely due to a combination of tension on the device and the bends in the actuator coupler and mandrel. It is possible that there may have been unidentified procedural interactions (e.g. Due to the patient anatomy) which resulted in more tension on the device, such that the mandrel and coupler became bent and therefore contributed to the reported clip jumping. Based on the information reviewed and the evaluation of the returned device, a definitive cause for the reported clip jumpiness and noted bends in the actuator coupler and mandrel assembly could not be determined; however, there does not appear to be any evidence of a product quality deficiency associated with the cds. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the clip continuing to open significantly in the left ventricle, which has the potential to cause or contribute to patient injury. It was reported that this was an unproctored mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was no challenging anatomy noted. One mitraclip was implanted without issue. The second clip delivery system (cds 10342845/12) was prepared for use and passed functional inspection before use. The cds was inserted and advanced into the steerable guiding catheter (sgc) without resistance. While establishing final arm angle (faa) in the left ventricle, it was noted that the clip continued to open more than 60 degrees. The lock lever was fully advanced, and there was no resistance while turning the arm positioner. Stored torque was released during positioning. The sleeve of the cds was not deflected more than 90 degrees, and the sgc was in the neutral position. There were no turns on the delivery catheter handle. Due to the clip opening, the cds was removed without attempting to re-establish faa. A third cds (10349735/18) was positioned without issue, but the pressure gradient was too high prior to deployment; therefore, the clip was removed. The procedure was completed. The mr grade was reduced to 3 with one implanted clip. There were no adverse patient effects. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.